Manufacturer narrative:
The drill was received by the MFR and a quality investigation was conducted. Per the quality inspection, a bearing within the motor assembly was not rotating freely, which can lead to heat being generated when the drill is operated. The bearing was replaced and additional components were replaced, for preventative maintenance purposes. The handpiece was repaired and returned to the customer.

Event description:
It was reported that during testing by a field service tech, the drill heated up. This issue did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.